Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number reported and there were no issues found that could relate to the reported complaint. The actual complaint device was returned for evaluation. A visual exam was performed and no obvious defects were observed. The bronchial and tracheal cuff pressures were tested by inflating the cuffs to 25mbar using a calibrated endotest. The cuff pressure of the blue cuff was maintained while the tracheal cuff pressure dropped rapidly. The sample was immersed under water and bubbles were observed coming from the tracheal cuff. The area of leakage was inspected and it was observed that there was a large cut mark on the cuff. Based on the investigation performed, the reported complaint was confirmed. A 100% leak test is conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. The failure was detected during use; however, an exact root cause could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges "the white tracheal cuff was leaky." Alleged defect reported as detected during use. Customer reports that re-intubation was necessary. Customer reports there was no patient injury.

Manufacturer narrative:
(B)(4). The investigation into this complaint is in progress. The device involved has not been returned to the manufacturer at the time of this report.

Event description:
Customer complaint alleges "the white tracheal cuff was leaky." Alleged defect reported as detected during use. Customer reports that re-intubation was necessary. Customer reports there was no patient injury.